Manufacturer narrative:
Device evaluated by MFR: wolverine cb mr, ous 15mmx3.50mm, catheter batch 30885847-067 (from wolverine t/a batch 30953406) was received for product analysis. A visual and tactile examination identified no kinks or damages along the hypotube shaft. A visual and tactile examination identified no kinks or damages along the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the blades identified that approximately 3mm of a blade (mid blade segment) was detached from the balloon. The proximal segment of the break exhibited a blade lift. The distal segment of the detached blade exhibited a lift and kink in the blade. No other damage existed with the remaining blades. All blade pads were fully intact. No issues were identified during microscopic examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Using an encore inflation unit an attempt was made to inflate the balloon when a pinhole leak was confirmed. The pinhole was located at 3mm distal from the proximal markerband.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 12 atmospheres for around 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 12 atmospheres for around 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.